Event description:
Distal colon transected and pouch was created. Cs29 anvil purse-stringed into proximal colon; on insertion of dlu, staple line from transected distal colon began to open, so it was sutured to tighten anastomosis area. Surgeon struggled to get dlu into range until 4th attempt. After firing, donuts looked good, but anastomosis broke apart, with staples not forming typical b shape. Procedure completed with hand sewing of colon.